Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and a lead conductor fracture was suspected. A revision procedure was performed and the rv lead was explanted. During the revision, the physician also elected to explant the right atrial (ra) lead as there was the possibility that both leads were damaged. No additional adverse patient effects were reported. Additional information was received that, during the revision procedure, out of range pacing impedances were observed on both leads via a pacing system analyzer (psa). Additionally, there was on capture on the rv lead and thresholds on the ra lead could not be tested due to atrial fibrillation (af). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned with a missing tip. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the anode conductor coil was shifted and fractured, at approximately 41 cm from the terminal pin. This type of fracture being consistent with fatigue, due to surface imperfection. Laboratory analysis was able to confirm lead damages.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and a lead conductor fracture was suspected. A revision procedure was performed and the rv lead was explanted. During the revision, the physician also elected to explant the right atrial (ra) lead as there was the possibility that both leads were damaged. No additional adverse patient effects were reported. Additional information was received that, during the revision procedure, out of range pacing impedances were observed on both leads via a pacing system analyzer (psa). Additionally, there was on capture on the rv lead and thresholds on the ra lead could not be tested due to atrial fibrillation (af). No additional adverse patient effects were reported. This lead was later returned for analysis.